Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Pfs and medical records received. The patient alleges pain, having to use a walker/cane, and unable to go up stairs. The head and liner are being reported. After review of the medical records it shows the patient had a poly liner. No revision date has been given. If we receive more medical records we will update as needed.

Manufacturer narrative:
Pfs and medical records received. The patient alleges pain, having to use a walker/cane, and unable to go up stairs. The head and liner are being reported. After review of the medical records it shows the patient had a poly liner. No revision date has been given. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.